Manufacturer narrative:
No device analysis was performed; the device met risk-based analysis criteria.

Event description:
It was reported that after very successful test period with tined lead, ins was implanted. Now there was infection in the device pocket. The system was explanted due to infection. It was noted that the patient was very obese. Antibiotic treatment was necessary. Patient status at time of this the reporting was alive - no injury. It was also noted that a culture was done. It did not show bacteria. The location of the infection was the pocket. It was noted that the patient was fine.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type extension product ID 3093, (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received noted that a culture was taken but was sterile. Infection was in pocket. Patient outcome was ok. Patient will be reimplanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.